Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the pump's black box showed voltage drops occurring due an unacknowledged empty cartridge alarm on (B)(6) 2016. The pump's current draws were found to be within specifications. No overheating occurred during the investigation. The alleged issue could not been duplicated.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the previous reported empty cartridge alarm was confirmed in the black box on (B)(4) 2016; not (B)(4) 2016 as previously reported.